Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2016, the patient implanted with a 3.5mm locking compression plate and an unknown quantity of unknown screws, presented with pain and non-union. Revision surgery was performed on (B)(6) 2016 during which time the plate and screws were removed. The patient was initially implanted on (B)(6) 2015 this report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).